Manufacturer narrative:
The system was serviced in the field and failed hardware tests. The bulkhead was damaged and not allowing images to be sent via ethernet. The bulkhead was replaced and the failure was resolved. The bulkhead was returned and analyzed. The returned connector had bent contacts on one side and a broken contact at pin 2. A continuity test confirmed an open at pin 2. Concomitant medical products: product ID: 9735859, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received. Information regarding a navigation system. It was reported that the site had a damaged bulkhead. They were able to create a disk for the procedure and proceed. There was no reported delay. This was reported outside of a procedure. There was no patient involved. Additional information was received. It was reported that the cause of the issue was a damaged bulkhead connector. It was noted that these are commonly damaged with normal use over time.